Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) transvenous system was explanted due to endocarditis. About four days later, the system was replaced with an epicardial system. No further patient complications have been reported as a result of this event.